Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, connection issues relative to the atrial lead were reported. It was indicated that after the ventricular lead was appropriately connected, clicking of the associated screwdriver was obtained only one time in the atrial channel. The screwdriver then turned freely afterwards. Another physician attempted, unsuccessfully, to obtain clicking of the screwdriver. Pulling on the lead did not release it from the port. The atrial set-screw was then loosened, and another unsuccessful attempt was made to connect the lead. Another pacemaker was subsequently implanted instead.